Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when interoperability barcode is scanned, an error is displayed in epic that it isn't able to communicate with the pumps. Following this, it was reported that five (5) devices in the ICU prompted to "restart infusion". These devices had not yet been upgraded. The infusion settings were reset when this occurred, however it was alleged some devices reverted back to the original volume to be infused (vtbi). Customer reports this was as a result of a hospital network issue and has been resolved. The devices have been since sent to receive the upgrade as bd was on site at the time performing the pump upgrade. There was patient involvement however no patient harm.